Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5 mm (3/16¿) 31g caused a serious injury in the form of medical intervention. The patient underwent medical intervention after use of the device. The following information was provided by the initial reporter: verbatim: item # 320119, unknown lot #, unknown occd date found in past year a patient getting rashes near the injection site with insulin. This doctor is an allergist. Provided the needle comp/ingredients. No medical attention given just trying to figure out if the needle is the issue or something else. Claims tested patient for the prescribed insulin already.